Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that a blood leak occurred with the fx coral dialyzer during the patient's hemodialysis (hd) treatment. The reported issue occurred just prior to the completion of treatment. The patient's runtime was not provided. The blood leak was internal. A blood leak alarm was received on the machine (manufacturer not provided). Treatment was discontinued and the patient was disconnected. The patient's estimated blood loss (ebl) is approximately 250 ml. No serious injury nor required medical intervention resulted from the reported issue. The sample was saved for physical evaluation by the manufacturer. No additional information was provided.

Event description:
It was reported to fresenius that a blood leak occurred with the fx coral dialyzer during the patient's hemodialysis (hd) treatment. The reported issue occurred just prior to the completion of treatment. The patient's runtime was not provided. The blood leak was internal. A blood leak alarm was received on the machine (manufacturer not provided). Treatment was discontinued and the patient was disconnected. The patient's estimated blood loss (ebl) is approximately 250 ml. No serious injury nor required medical intervention resulted from the reported issue. The sample was saved for physical evaluation by the manufacturer. No additional information was provided.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the sample was not returned to the manufacturer for physical evaluation and no photographs of the reported issue were provided. Additionally, retention sample testing was not performed, due to the small number of samples available and the high unlikelihood of failure detection from 100% batch testing. The batch records were reviewed. 36,672 products were inspected according protocol and were found to be conforming to specifications. No indication for any relationship with the reported failure mode has been found during the review. Although our dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization), leakages due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases. The reported issue is confirmed based on the provided information.